Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for pump error 40 alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that pump error 40 was recorded on 09/07/2024 at 10:01:00.000 and at 10:11:00.000. Per software engineer log, motor safety circuit error 40 is a critical error that generates 3 errors per fist occurrence and locks error dump, pump goes to 'open book' after restart. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted on motor assembly during microscopic investigation. Isolate to electronic assembly. Unit was also received with scratched case. In conclusion, the unit came in with a critical pump error alarm triggered by pump error 40. Pump error 40 is a motor safety circuit error that generates 3 errors per fist occurrence and locks error dump, pump goes to 'open book' after restart. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 40 (motor safety circuit failed test). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer reported a other critical pump error. No harm requiring medical intervention was reported. Customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.